Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the fse spoke with customer. Customer requested call cancellation. Issue is on the hospital it department side. Closing service call.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit has data transfer issue. There is no harm to the patient.